Event description:
Upon office visit it was determined that pt had a localized pocket infection at their insertion site. As the lead was visible through the skin, it was deemed necessary to remove the ICD and the three leads. No harm to pt.